Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100542866. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100502902. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and atrophy. The device was explanted. No device issues or other patient complications were reported.